Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that he experienced a low blood glucose level of 27 mg/dl. He believed the meter measured his blood glucose incorrectly. His nurse did not believe the meter readings were correct either. The customer suspended the insulin pump and ate. The insulin pump alarmed lost sensor and he was having issues with the sensors. The device was not returned.